Event description:
It was reported that there was a pump problem. A patient's pump was alarming and the patient claimed he needed a refill. Telemetry had not yet been performed. "As far as the reporter knew, the patient was last seen by a healthcare professional (hcp) in (B)(6) 2013. The reporter did not know who the managing hcp was now. The drug being infused by the pump was not reported. No intervention or outcome was reported. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID; 8709sc, lot# n173508004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). No longer apply to this event. As a result this event was no longer reportable for malfunction. (B)(4).